Event description:
It was reported that during a laparoscopic prostatectomy procedure, the surgeon got an error tone, an instrument problem. The device was removed from the patient and cleaned. During the second cleaning, the blade broke off. There was no patient consequence.